Event description:
The hospital reported that during an endoscopic vein harvesting procedure, sparks were seen on the jaws of the hemopro 2 and the heater wire became loose. Nothing fell into the pt and intervention was not required. The same device was used to complete the procedure. The hospital did not report any pt effects. The device was returned for investigation.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).